Manufacturer narrative:
H3: one device was received for evaluation. The service history identified no previous services. The reported issue was confirmed when powering on, the device alarmed and produced error code 46510. The probable cause was found to be a software error. The odometer was reading over 5 million rotations. Clearing the code could not resolve the issue therefore the printed wiring assembly (pwa) and motor were replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that there was an error code 465 10/rb. There was no patient involvement.